Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. As there was a possibility of a touch screen malfunction, the touchscreen part in question was repaired and replaced, and the recurrence disappeared, and the touch panel was able to respond without any problems. Subsequent operational checks have not shown any recurrences, so the results are good.

Manufacturer narrative:
Due to character restriction, event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the getinge field service engineer(fse) that before patient use when the cardiosave intra-aortic balloon pump (iabp) was started, the touch panel did not respond. There was no patient involvement.